Event description:
It was reported the patient received the following results within 10 minutes after she was found unconscious on the floor by her son: 386 mg/dl and 186 mg/dl. The patient's husband contacted the paramedics. The blood glucose result on the paramedic's meter was 68 mg/dl. It is unknown if the 68 mg/dl result was taken within 10 minutes of the 386 mg/dl and 186 mg/dl results. The patient was treated with an unknown IV by the paramedics and at the hospital. The patient was hospitalized for two days.